Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced bleeding upon insertion which would not stop. He went to the emergency department (ed) where after five hours of bleeding, the ed technician applied quick clot gauze (hemostatic gauze) and direct pressure to the insertion site for 15 minutes and the bleeding stopped. The patient was released treatment. The patient takes plavix (clopidogrel) and two baby aspirins daily. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.